Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, and was analyzed. No anomalies were found. The defib conductor was distorted, and there was blood/body fluid on the distal conductor (not obstructed) and the outer tubing overlay. Apparent explant damage was noted.

Event description:
It was reported that the lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.